Event description:
During a lap colectomy, two instruments were opened for the case. When pulled out of the patient, it fell in. The shaft of the cannula broke off in the patient. The mid shaft came into. Instrument was retreived. One device returning.